Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a paper lid, an empty winding former and a needle/suture piece of product code (B)(4) were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Several marks on the swage area, body and tip of the needle that appears to be by the use of a surgical instrument were found. The suture piece was examined and present body fluids, several damaged (dent) along of strand and the end was cut that appears to be by the use of a surgical instrument could be observed. In addition, a functional test was performed to samples and tensile force met the requirements. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the condition of sample received, the assignable cause of the suture breakage suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open heart surgery on (B)(6) 2018 and suture was used. When pulling the suture during closing the surgical wound, the suture was broken other than at the knot. There were no adverse consequences to the patient. No additional information will be provided.